Event description:
It was reported that the patient's infection was not confirmed. The exudate was sterile. The cause of respiratory decompensation was found to be non-infectious. The specific cause was not given. After treatment of respiratory failure patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists infection (local, driveline, and pump pocket), respiratory failure, and psychiatric episode as adverse events that may be associated with the use of the hm3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection and psychosocial issues as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had surgery related to a driveline infection. Following the procedure, the patient developed postoperative/post-anesthetic psychosis and began tugging at the system controller's power cables, eventually chewing on the connector on the white power cord. As a result, there was an interruption in the power supply from the power module as well as the 14v batteries. The controller was exchanged. Related MFR number: 2916596-2021-05631.